Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer charged the pump and was able to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose.